Manufacturer narrative:
Concomitant medical products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with leads. It was reported the patient had a low grade fever, elevated white blood cell count, and redness around the old pocket site and the lead insertion site. The patient had an infection. The patient was admitted to the hospital for the infection treatment currently. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient had their leads explanted yesterday, (B)(6) 2017 due to infection. No further information reported.